Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that insulin pump had multiple pump error alarm. The customer¿s blood glucose level was 8.9 mmol/l at the time of the incident. Customer states pump was not exposed to a high magnetic field. Customer stated they were unable to clear the alarm. Customer stated insulin pump had frozen display and keypad was unresponsive. Customer states that numbers are not ramping on their own also the scroll bar was not moving with no input. Customer states that there is no response from any button. Customer states the insulin pump was neither dropped nor exposed to moisture. Customer states the buttons was not responding. The customer was advised the insulin pump will be replaced as per troubleshoot. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received with critical pump error and pump error 35 due to moisture damage to force sensor. Device received with corroded electronic assemblies and corroded motor home switch. Device unable to perform displacement test, rewind, prime or seating, basic occlusion, force sensor, occlusion, sleep current measurement, active current measurement, and self test due to critical pump error. Unable to determine frozen screen and unresponsive keypad due to critical pump error.